Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 396-397 mg/dl. A bolus and manual injection was administered to address bg level. Additionally, the customer went to the emergency room (ER) and was treated with an insulin drip. The customer left the ER approximately 6 hours later with a bg level of 217 (mg/dl) and feeling better. However, customer believed that the cause of the bg level was due to an issue with the pump, but did not clarify the specific cause. System check was performed with tandem technical support and verified that the pump was functioning as intended. The clinical diabetes specialist reported that the customer used manual injections for diabetes management, and would revert to using the pump for insulin therapy.